Event description:
It was reported that the right ventricular (rv) triggered a lead integrity alert (lia) for lead failure. It was determined that the alerts were for all detections being off, yet therapies were enabled. Currently, the lead remains in use, but a replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).